Event description:
Same as case 6000093-2006-01912, 6000093-2006-02177 and 6000093-2006-02178. This complaint is now reportable based on fu information received on 28 sep 2006 that all 4 of the taxus stents thrombosed. It was reported that approximately 5 months after a coronary drug eluting stenting treatment procedure, the patient suffered an mi and thrombosis following surgery for gallstones. The angiography at the index procedure indicated the left main (lm) was normal. The right coronary artery (cra ) was a large dominant vessel that had 40% narrowing in the mid portion of the vessel. The left anterior descending (lad) artery showed diffuse disease throughout and was diffusely caked with atherosclerosis. The proximal lad was 40% stenosed, the mid lad was 85% stenosed and the distal lad was 75% stenosed. Timi-ii flow was present with multiple luminal irregularities and multiple severe obstructions. An ebu #4 guide catheter was advanced into the left main (lm) coronary artery. A long trooper guide wire was then advanced and inserted into the distal aspect of the lad. A taxus express2 2.50x20mm drug eluting stent (des) was advanced to the distal aspect of the lad and deployed at 10 atms for 14 seconds. Another taxus express2 2.75x24mm des was advanced to the mid aspect of the lad and deployed at 15 atms for 23 seconds. There was evidence of moderate obstruction in the proximal aspect of the proximal stent and some obstruction more distal toward the apex. The distal obstruction was not amenable for stenting due to the fact that the vessel was less than 2.00mm in diameter. After ensuring timi-iii flow had been restored, the guide catheter was withdrawn and vasoseal was deployed in the rfs after angiomax was discontinued. The patient tolerated the procedure well and was returned to his room with stable vital signs, no bleeding hematoma and no complications during the procedure. Medications administered during the procedure included aspirin, fentanyl, versed, angiomax and plavix. Approximately one hour and fourteen minutes later, the patient began to experience recurrent substernal chest discomfort which was graded at 5/10. An EKG was performed and revealed evidence of subtle changes which may indicate ischemia. The patient was brought back to the cardiac catheterization lab to evaluate the lad and the stents that were placed earlier that day. A 6 french introducer sheath was advanced into the left femoral artery (lfa) and then a 6 french ebu #4 guide catheter was advanced into the lm artery. Angiography showed that the lad did not appear to be any different from the images obtained during the previous procedure. The patient continued to complain of substernal chest pain rated as 5/5. Intracoronary nitroglycerin was administered but did not improve the pain. Upon reviewing the images in the lai caudal view, there appeared to be a lesion, which was underappreciated previously, more proximal to the proximal aspect of the stent. The lesion was felt to be borderline in the 50-60% stenosed range previously was in fact in the 60-70% stenosed range. There was evidence of timi-iii flow throughout the entire artery. It was decided to implant two more stents in the lad. Angiomax was administered and a trooper guide wire was advanced to the distal aspect of the lad. A taxus express2 3.00x20mm des and a taxus express2 3.00x12mm des were deployed at 10atms for 15 seconds and 14 atms for 30 seconds, respectively. The stents were positioned one more distal and one more proximal to the previously implanted stents. There was excellent flow with no evidence of residual stenosis and only mild luminal irregularities in the more distal aspect of the lad towards the apex. There appeared to be no side branch that was occluded or any other indication that the patient has coronary artery ischemia. Additionally, upon injection of contrast into the lad, no blushing was seen which may have indicated pericardial spilling of the contrast. The chest pain has greatly improved after the patient was administered fentanyl and versed. The patient was transferred back to his room with the sheath in place. It was planned to leave the sheath in place for one to two hours during which time the patient was administered dilaudid and nitroglycerin to possibly abate the residual chest discomfort. The patient was discharged and instructed to take lisinopril, diltiazem, lipitor and plavix. In 2005, the patient underwent a chest x-ray due to experiencing recurrent chest pain. The x-ray revealed the descending aorta was slightly tortuous. There was no acute cardiopulmonary disease and suboptimal inspiratory volume. Four days later, the patient underwent diagnostic catheterization. He has experienced recurrent unexplained chest pain that is refractory to changes in medications. The administration of nitroglycerin improves chest pain at rest. Catheterization results revealed non-obstructive coronary artery disease (cad), the lm is within normal limits, the lad has no significant re-stenosis in the previously placed stents and no evidence of thrombosis, the left circumflex (cx) has not significant stenosis and the mid right coronary artery (rca) is 40% stenosed. Two months later the patient is still experiencing recurrent chest pain. A chest CT was negative. The following year, the patient underwent an abdominal ultrasound which revealed cholelithiasis. Two days later, the patient reported experiencing chest pain, dyspnea on exertion (doe), hypertension, severe fatigue and inability to exercise. The patient has a history of high risk borderline ECG. Five days later, stress EKG showed non-specific st segment and t-wave changes. Nuclear findings included normal perfusion, 68% ef and resting left ventricular (lv) function was normal. The physician's impression of the test was normal stress myocardial perfusion study. The first pass rest lv function is normal. With exercise there is an increase in lv contractility. Ther is no segmental contraction (more)